Event description:
It was reported that the right atrial lead had high impedance. It was noted that the patient had chronic atrial fibrillation. It was also reported that the device lasted less than four years. The lead was capped and not replaced. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Normal battery depletion was determined. The device met 80% of expected longevity.